Event description:
As reported by our edwards lifesciences affiliate in japan, regarding a 23mm sapien 3 ultra resilia valve was transfemorally deployed in the aortic annulus, the patient passed away 18 days after the tavr procedure. The cause of death was reported as "valvular". The patient developed outflow tract obstruction postoperatively (onset date was unknown). Severe mitral regurgitation (mr) with systolic anterior motion (sam) appeared, medication was administered and percutaneous transluminal septal myocardial ablation (ptsma) was performed. Subsequently, severe tricuspid regurgitation (tr) occurred. A pseudoaneurysm was detected at the left femoral sheath insertion site. Due to progressive anemia, a blood transfusion was performed, followed by surgical removal. A trifascicular block developed, necessitating implantation of a permanent pacemaker. Respiratory failure due to aspiration occurred, and a tracheostomy was performed. Circulatory failure progressed, leading to initiation of temporary dialysis. The patient died on pod 18.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information and correction. The following sections of this report have been updated: b.4, g.3, g.6, h.2 h.6 device code (corrected) and h.10 corrected. Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the tvr procedure. According to the literature review, and as documented in ew clinical technical summary for complaints, conduction disturbances/ heart block, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree, and bulkiness of annular calcification, interventricular septal thickness, history of electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional aortic valve replacement (avr), where there may be localized trauma due to decalcification of the annulus and suture placement in the proximity of the atrioventricular (av) node or the bundles, the transcatheter heart valve may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the exact cause of the heart block is unknown but may be related to mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. (Lvoto) is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. Lvoto often stems from sudden pressure changes, leading to the anterior mitral valve leaflet being pulled into the narrowed outflow tract, creating a dynamic blockage (sam - systolic anterior motion). Causes include severe existing left ventricular hypertrophy (lvh), subaortic ridge, altered lv geometry, and sometimes valve issues like paravalvular leak, with managing contractility and filling being key. Lvoto post-tavr is often a dynamic obstruction caused by the heart's rapid adaptation to the new valve, leading to mitral leaflet suction into the outflow tract, especially in patients with pre-existing lv hypertrophy. Other causes for lvoto can include patient-prosthesis mismatch, the new valve is too small for the patient's anatomy. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided it is not possible to determine an exact cause for the event, however investigation results suggest patient factors may have caused or contributed to the event, the onset of severe mitral regurgitation (mr) with systolic anterior motion (sam) appeared. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.